Event description:
It was reported that customer experienced button malfunctions during bolus and upon entering blood glucose and carbs. Customer's blood glucose was 122 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling number display anomaly noted. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.